Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient suffered back pain, pelvic and vaginal pain that was ¿accentuated¿ by the implantable neurostimulator (ins). It was stated the device was ¿burning her.¿ it was noted the doctor and patient had tried making adjustments without success and wanted the device removed. It was stated hospitalization occurred. Reportedly, the lead and ins were explanted on 2013-(B)(6).